Event description:
Plaintiff was employed as a certified nursing assistant who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges developing the following symptoms: allergic rhinitis, hives, chest tightness, shortness of breath, wheezing, systemic asthma and urticaria. Plaintiff alleges developing a latex allergy.